Manufacturer narrative:
Product analysis: model: 24950j, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there was no complaint failure found; found error code 2300 and 3248. Upon further internal review, the event was not reportable at the time it was initially reviewed. Between the initial processing and the completion of the analysis, the reported situation was changed from a complaint not reportable to reportable. The regulatory report will be submitted with the analysis completion date as the aware date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor's power cord was too hot to touch. It was confirmed that there was no extension cord, power strip or surge being used to plug in the remote monitor. Troubleshooting steps were taken to no avail. The remote monitor was expected to be replaced. No patient complications have been reported as a result of this event.